Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke off inside the patient's body. The fiber tip was removed from the patient's body with a grasper. The procedure was completed using another fiber and no patient injuries.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap and metal cap were detached; therefore, the reported event is confirmed. The detached metal cap was returned with the distal end of the glass cap attached to it. The level of devitrification could not be determined due to the detachment. There were no signs of charred detritus adhesion on its surface. The fiber was tested with hene laser fixture there are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuous elevated temperature can lead to fiber damages, including glass and metal cap detachment. Based on analysis results, the interaction between the user and device caused or contributed to the reported event. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg-300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke off inside the patient's body. The fiber tip was removed from the patient's body with a grasper. The procedure was completed using another fiber and no patient injuries.